Event description:
After three and a half (3.5) years of implantation, the fixture fractured requiring its removal. The fixture was implanted in tooth location #6 and was supporting a large single prosthetic attachment. Doctor re-implanted with a new fixture and the patient recovered with no complications.